Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer worked with technical support to reset the pump, after which the malfunction code did not recur, and the customer was instructed to call back if it reappeared.